Event description:
It was reported that a person using the ilet experienced an urgent low glucose event with a blood glucose reading of 53 mg/dl and no reported symptoms, treated with food and sugared coffee, after which glucose rose to 89 mg/dl during the call. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included self-treatment and recovery without need for emergency care or hospitalization. Investigation included case triage, troubleshooting, and user education focused on urgent low glucose management. Investigation of this case revealed no device malfunction reported or confirmed and no component issue identified, with the event assessed as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.